Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo receptacle portion of the interconnect cable was evaluated and deemed necessary to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.